Event description:
It was reported that one of the patient's primary controller batteries needed to be replaced due to battery fault error. The battery was replaced while in clinic and the faulty battery will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(4). The 11v backup battery returned with a measured voltage of 12.25v. The backup battery could operate the pump appropriately for at least 15 minutes. The backup battery was fully charged, and a self-test was initiated; however, a backup battery fault alarm was activated after the charge mode was complete. The outer casing of the battery was removed to evaluate the internal components. No physical damage to the external or internal components of the battery was observed. The battery voltage was measured directly from the cells, revealing that the voltages were within specifications. Circuit analysis performed on the printed circuit board (pcb) of the returned backup battery revealed that the component responsible for the charge management of the battery, including indicating when a charge is in progress and when the charge is complete, is suspected to be malfunctioning; this component was determined to be responsible for the reported and reproduced event. However, this analysis could not conclusively determine the exact cause of the component malfunctioning. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4) was shipped to the customer on (B)(6) 2021. The device history records were reviewed and the 11v backup battery (serial #: (B)(4) passed manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.